Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient told the physician he wanted a rechargeable implantable neurostimulator (ins) when he was implanted in 2011. The device he received "did not hold a charge worth a darn" and did not help with the patient's pain. A year later, the physician implanted a rechargeable ins. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3888-45 lot# v603270, implanted: 2011 (B)(6), product type lead product ID: 3888-45 lot# v660238, implanted: 2011 (B)(6), product type lead product ID: 3708220 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID: 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID: 37702 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator. (B)(4).